Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the sales rep confirmed that the tissue pad was lifted, but no piece was missing. He believes the issue was discovered right out of the packaging before the device ever reached the patient. The device was returned with the tissue pad damaged, melted and 100% present. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back-cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the tissue pad on the harmonic instrument was partially removed from the clamp arm. No patient involvement was reported.